Event description:
It was reported that during a prostate procedure, the customer reported: ¿loss of efficiency¿, at 40,697 joules and 9.0 minutes of usage. The procedure was completed with a second fiber. Patient outcome: "no physical issue to the patient" reported.

Manufacturer narrative:
(B)(4):the fiber shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap are detached and not returned. Based on the analysis above, the potential for forward firing may exist.probable root cause:based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.